Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced chest pains and in-stent restenosis occurred. (B)(6) 2012, the patient presented with stable angina and was referred for cardiac catheterization. The 85% stenosed and 6mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement of a 3.0x32mm ion stent, resulting in 0% residual stenosis. In (B)(6) 2012, the patient presented with retro-sternal chest pain and was hospitalized on the same day. It was noted that the 3.0x32mm ion stent placed in the proximal left anterior descending artery had 90% in-stent restenosis to the proximal and focal end of the stent. The in-stent restenosis was treated with balloon angioplasty and placement using two 3.00x12mm non bsc drug eluting stents, resulting in 0% residual stenosis. The following day the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product.(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).